Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/25.

Manufacturer narrative:
(B)(4).